Manufacturer narrative:
Internal report # (B)(4). Meter was returned for evaluation. No defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-20: user's test strip had poor storage. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for lo blood glucose test results. The customer is concerned with test results obtained of lo. Customer stated that when he got the lo result, he had eaten a piece of bologna and drank a (B)(6) juice. Customer did not disclose what symptoms he was having at that time. Customer is only concerned with the lo result and not the high results. The customer's expected fasting blood glucose test result range is 120 - 150 mg/dl. At the time of the call, the customer felt well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification and it is stored in the kitchen. The test strip lot manufacturer's expiration date is 01/31/2020 and test strips were opened one week ago. Test strips are not impacted by recall. The meter memory was reviewed for previous test result history: (B)(6).